Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2, where cubies were not appearing on the bus. A field service engineer attempted recovery, but the cubies did not respond. The fse used the hardware test application to open the lids and release them, but the cubies still did not respond. Further troubleshooting showed that the row board cable needed to be reseated at the drawer's printed circuit board assembly (pcba). After reseating the cable, the drawer was tested in diagnostics and verified with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 3.2 was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.